Event description:
Upon review of the patient's medical records for a peritonitis event, it was discovered that the patient had hernia repair surgery. Date of surgery remains unknown. Numerous attempts have been made to obtain specific event information and the patient's medical records regarding the hernia event/surgery. No additional information has been provided.

Manufacturer narrative:
Based on the information provided it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested the patient's medical records but they have not yet been received. A supplemental report will be submitted upon the completion of the manufacturer's device investigation and review of the patient's medical records should they be provided.